Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were filling out the MRI form and stated that the patient has out of range impedances (c2 2344, 02 4326). The labeling was reviewed with them. It was also reviewed that impedances should not be looked at independently and to take other things into consideration, such as historical implants, falls or trauma, or change in therapy to get a feel for system integrity. They indicated that due to the falls, they do not want to sign off on the MRI. It was reviewed to not perform the MRI if they are concerned with the system integrity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the fall was determined to be "mechanical." The cause of the out of range impedances were not determined. Impedances were checked and no actions/interventions were taken to resolve the out of range impedances. The out of range impedances were not resolved.